Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer is reporting that the sensor is not working. The customer¿s blood glucose was 434 mg/dl and their sensor glucose was 450. The customer¿s current blood glucose is 467 mg/dl. The said that they are feeling nauseated and that they treated with a manual injection. During troubleshooting for high blood glucose, they declined to check for possible site/insulin issues or to check their settings. The customer does not have a tubing clamp to perform the high-pressure test and they were advised to call back once they received it. They were advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returning for analysis and the sensor will be returning for analysis.